Event description:
The following has been reported: customer reported: "it was reported this week at our daily safety meeting that one of the primary sets (fk# set001325) came assembled with two female connectors instead of a male and a female. We do not have the packaging to track lot numbers. A preliminary review identified the following issue: misassembly - duplicate components. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Due to the absence of a sample and/or batch traceability information, it is not possible to confirm whether this issue originated from the manufacturing process. The possible root cause of a misassembly where the y-port was assembled in the rotating luer lock is likely associated with an operator error during the assembly process. As a preventive action, all personnel across shifts have been notified of the correct assembly procedures related to this type of defect. The current process controls detection include 1) sampling visual inspection pre-pouch sealing and final physical area, 2) 100% in-process visual inspection: performed during the manufacturing process, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.